Event description:
During a lapidus surgery, a 2.4mm drill bit broke. The broken portion of the drill bit was not removed. The pt was reported to be fine post operative.

Manufacturer narrative:
First occurrence in 794 surgeries with this product system.